Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited chronic high out of range shock impedance measurements greater than 125 ohms. No adverse patient effects were reported. The lead remains in service. If the product is explanted and returned, this report will be updated upon completion of analysis. It was additionally reported that this patient completed defibrillation threshold (dft) test procedure. A total of three shocks were delivered. Shock impedance measurements ranged from 102 to 108 ohms, within range for single coil lead. Ts discussed differences between daily measurements and actual shock delivery. Ts recommended setting upper range of daily measurement to 150 ohms. No additional adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited chronic high out of range shock impedance measurements greater than 125 ohms. No adverse patient effects were reported. The lead remains in service. If the product is explanted and returned, this report will be updated upon completion of analysis.